Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 4/30/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, an increase in complaint activity for lot 63085ud00 was not identified. Additionally, in-house accuracy testing was completed with a retained kit of reagent lot 63085ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot number 63085ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 63085ud00 was identified.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 0.70 ng/dl to 1.45 ng/dl): same patient sample was extracted into 3 samples and results generated as follows: on (B)(6) 2025 sample 1 initial result = 1.63 ng/dl, repeat results = 1.70 ng/dl, 1.38 ng/dl, 1.43 ng/dl, 1.54 ng/dl, repeat results obtained by technical support = 1.41 ng/dl, 1.49 ng/dl. On (B)(6)2025 sample 2 results = 1.56 ng/dl, 1.72 ng/dl, repeat results obtained by technical support = 1.42 ng/dl, 1.56 ng/dl. Sample 3 results = 1.51 ng/dl, 1.47 ng/dl, repeat results obtained by technical support = 1.46 ng/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 0.70 ng/dl to 1.45 ng/dl): same patient sample was extracted into 3 samples and results generated as follows: on (B)(6) 2025 sample 1 initial result = 1.63 ng/dl, repeat results = 1.70 ng/dl, 1.38 ng/dl, 1.43 ng/dl, 1.54 ng/dl, repeat results obtained by technical support = 1.41 ng/dl, 1.49 ng/dl. 18jan2025 sample 2 results = 1.56 ng/dl, 1.72 ng/dl, repeat results obtained by technical support = 1.42 ng/dl, 1.56 ng/dl. Sample 3 results = 1.51 ng/dl, 1.47 ng/dl, repeat results obtained by technical support = 1.46 ng/dl. No impact to patient management was reported.